Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return and patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; underweight, broken shell and others and crease flat. A visual and microscopic analysis was performed which identified; smooth broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a smooth broken on posterior assessed as smooth opening. A sharp broken on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reports left side rupture. The device has been explanted.